Event description:
The vitrectomy function of this ophthalmic microsurgical system is not working correctly. The cutting port will not open when being operated at high cut rates. In addition, pressure builds up and drives the body off the cutter.